Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced diabetic ketoacidosis event (B)(6) 2025 due to hyperglycemia. No further information available.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: the united states.